Event description:
On december 15, 2021, senseonics was made aware of a hyperglycemia event due to alleged sensor inaccuracies on (B)(6) 2021 at around 09:00 am. The reported blood glucose (bg) value was 238 mg/dl and sensor glucose (sg) value was 139 mg/dl. User did not receive high glucose alerts because the sg value never crossed the set high alert threshold of 180 mg/dl. Customer did not feel good because of hyperglycemia. Customer, however, did not require any medical assistance.

Manufacturer narrative:
This report is being submitted retrospectively as part of an internal review. Transmitter was the initial suspected device. However, it was not requested to be returned for evaluation as it was still being used by the user. Based on the investigation analysis on user's data in data management system (dms), the customer's complaint of event on 15th and 22nd december 2021 was confirmed. Investigation did find high mard however root cause of inaccuracy cannot be determined since performance metrics of system didn't reveal a malfunction. Per case information of associated sensor inaccuracies complaint, the bg values entered as calibrations fit sg trends well. User was asked to enter bg values as calibrations whenever possible to help adjust system accordingly. The values have since stabilized and user mentioned during a follow up that the she has no more problems with the system.